Event description:
Adverse event: "no patient impact reported" (no consequences or impact to patient). Product problem: "bubbles" (air leak). The customer reported "bubbles" coming through the infusion line in the middle of a procedure. No patient impact was reported. Additional follow-up info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).